Event description:
It was reported that the device failed to complete the boot cycle and locked up. There was no report of pt use associated with event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported lock up issue. Physio replaced the programmed system control and system pcb assemblies and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies at the failure analysis center and determined the root cause of malfunction to be a mechanically damaged broken filter, designator fl3, from the system control pcb. There was no failure of the programmed user interface pcb assembly since it was automatically replaced the same time as the system pcb per repair instructions.